Manufacturer narrative:
Clarification d4: device information since sides are not specified: sn: (B)(6); lot: 1780530. Sn: (B)(6); lot: 1780530. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture grade IV. Photo analysis: visual analysis of the photos provided: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety: product/ procedure: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported for right side "had my breast implants out last year as they were on re-call", "trace of peri-implant fluid", "capsular contracture, baker grade IV", "the textured parts on the implants had come off and had dissolved into my body causing the inflammation". Also reported ¿multiple cysts on each side¿ which is not related to the device. The device has been explanted. Treatment: device removal, capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Reason for reoperation: capsular contracture, baker grade IV and inflammation.

Event description:
Patient reported for right side capsular contracture, baker grade IV and "the textured parts on the implants had come off and had dissolved into my body causing the inflammation". The report of ¿multiple cysts on each side¿ is deemed to be not related to the device. The device has been explanted. Treatment: device removal, capsulectomy. The event of seroma is being unreported as the ultrasound findings concluded that the implants were intact, and no significant seroma was present. Additionally, 5 days later at the time of explanation the diagnosis was provided as capsular contracture and there was no report of seroma.